Event description:
A report was received that the patient underwent a pocket revision. After the revision, the patient is reportedly receiving good stimulation.

Manufacturer narrative:
Patient's weight not available. Device remains in patient. This is the final report.